Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a blackout and an image error during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid entering the control body & the distal end of the light guide bundle is slightly chipped. Based on the results of the investigation, a definitive root cause could not be identified. Due to component failure of the universal cord the image was having horizontal stripes. Due to component failure of the main body liquid was entering control body. Due to component failure of the lg bundle distal end of the light guide bundle is slightly chipped. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.